Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that the endovascular stent graft could not be deployed at the lesion site. The device was retracted without issue. Another stent graft was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the partial release of the stent graft and the elongation of the outer sheath indicating the presence of increased release force during the attempt to deploy the stent graft. The distal outer sheath was found to be perforated by a stent strut which may have caused the reported deployment failure. Potential contributing factors have been considered. Previous investigations of similar complaints have been reviewed. The event may be associated with difficult anatomic conditions or a challenging placement site leading to increased friction and subsequent damage to the outer sheath. In this case, no anatomical or procedural details were provided. Not using an introducer sheath or the use of an inappropriate guide wire also may contribute to a damage of the delivery system tip and subsequent perforation. In this case, no introducer sheath was used and the size of the guide wire was reported. Insufficient flushing of the device also may be a contributing factor. On the basis of the information available, a definite root cause could not be determined. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device of the same size." And "the safety and effectiveness of the device when placed across a tight bend including the terminal cephalic arch or across the elbow joint has not been evaluated." The IFU indicates that the use of an appropriately sized introducer sheath and a stiff 0.035" guide wire is recommended. Furthermore, the IFU states: "do not kink the delivery catheter or use excessive force during delivery to the target lesion." And "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline."